Manufacturer narrative:
Manufacturing date: 05 jan 2017 to 12 jan 2017. The actual device was not returned; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional underwater pressure tested was performed with no issued noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was ¿not locking¿ when it was being connected during peritoneal dialysis therapy. The cap did close, but it did not seem to be securely in place. There was no patient injury or medical intervention associated with this event. No additional information is available.